Event description:
It was reported the patient had experienced burning inside where the battery sat since implantation three and a half years prior to report. It was stated the feeling would come and go. It was further stated the patient would get a real bad burning and it would get hot sometimes. It was noted the condition was really bad initially after implant and was ¿just sporadic¿ at the time of report. It was reported the patient was allergic to a lot of things and she thought it may be an allergy. It was noted the patient was unsure whether the condition persisted when the implant was turned off, as the patient noted she never turns the device off. The patient clarified she did not feel a tingling or an electrical sensation. Additional information from five days later reported ¿no malfunctions were seen.¿ it was noted the patient was to be followed-up with. A supplemental report will be filed if additional information is received.

Event description:
Additional information received reported that the manufacturing representative had not heard of any problems from the patient. It was noted that ¿so far so good.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6), 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was doing well.